Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed fall tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report as the initial MDR report inadvertently was missing the extended investigation on the reported sensor. H6 adverse event problem and h10 - addtl mfg narrative have been updated to include extended investigation findings.

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached on day 14 or less of wear and the customer was unable to obtain readings. As a result, customer experienced hypoglycemia, confusion, disorientation, lack of consciousness, and blurred vision. The customer was transported to the hospital where they received a glucose IV treatment by a healthcare professional. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
See section h-11 for correction. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. The initial report was submitted inadvertently as based on the complaint details, the customer reported only one medical event associated with adc device which is reported under emdr 2954323-2023-37949. Disregard emdr.

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached on day 14 or less of wear and the customer was unable to obtain readings. As a result, customer experienced hypoglycemia, confusion, disorientation, lack of consciousness, and blurred vision. The customer was transported to the hospital where they received a glucose IV treatment by a healthcare professional. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached on day 14 or less of wear and the customer was unable to obtain readings. As a result, customer experienced hypoglycemia, confusion, disorientation, lack of consciousness, and blurred vision. The customer was transported to the hospital where they received a glucose IV treatment by a healthcare professional. No further information was provided. There was no report of death or permanent impairment associated with this event.